Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported the neurostimulator was unable to recharge. Interventions included an explant/replacement on (B)(6) 2019 where the device disposition was unknown. The battery was fully discharged on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. The device stopped working on interrogation. The device was implanted in 2013 and was planned to replace. No documentation to say how this affected the patient. The issue was resolved without sequelae on (B)(6) 2019.